Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the stylet could not be removed from the left ventricular lead. The lead was not used and replaced successfully. The patient was in good and stable condition.